Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event for 20 days. The cause of peritonitis was not reported. 11 days after the onset of peritonitis, the patient began treatment with cefazolin (intraperitoneal, 1000 mg daily, duration not reported), gentamicin (intraperitoneal, 50 mg, frequency and duration not reported), and ampicillin (intraperitoneal, 250 mg four times per day, duration not reported) for peritonitis. The action taken with therapy was not reported. On an unreported date, the patient recovered from the event. No additional information is available.